Event description:
Asr revision, asr xl - right, reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update received 9th november 2014. Lot number, product code, manufacturing date, expiry date amended on all products as all products were incorrect. Update received 11th november 2014. Year of revision surgery amended. Revision has not yet taken place; revision to take place on (B)(6) 2015 update 4 feb 2015 - added hospital and changed date of revision to (B)(6) 2014 update 6 feb 2015 - we have received confirmation that the revision has taken place.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(6) .depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: alval / soft tissue reaction. Update received (B)(6) 2014. Lot number, product code, manufacturing date, expiry date amended on all products as all products were incorrect. Update received (B)(6) 2014. Year of revision surgery amended. Revision has not yet taken place; revision to take place on (B)(6) 2015.